Manufacturer narrative:
The following devices were also listed in this report: smiles knee bumpers small; cat# smbpr01; lot# b15245. Smiles knee axle small; cat# smax01; lot# b14567. Smiles knee circlip mk2; cat# smcic01; lot# b15026. Smiles kneetib bearing mk1; cat# smmltb01-mk1ul; lot# b14351. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following event was reported: full rebushing pack required. Replacement bushes, bumper, yolk and tibial bearing. Right knee.